Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the meter involved with this complaint. Device evaluation was completed on (B)(4) 2014. The meter involved with this complaint failed testing. The meter¿s lcd was found to be faded. In addition a secondary issue pcb contamination at processor ic114. There was no indication that the product caused or contributed to an adverse event.